Event description:
It was reported that one of the leads in the stimulation system is damaged and dislodged. The caller speculated that this lead issue might be related to the patient's worsening orthostatic hypotension over the past three months. The patient was admitted to the hospital five days ago and has not responded to standard treatments for hypotension. They have been referred to the clinic for an evaluation of the implant, but the appointment is not scheduled for several weeks. The caller inquired about possibly turning off the implantable neurostimulator (ins).

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID: 3389s-40 (lot: va1clt7); product type: 0200-lead; implant date: on (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3389s-40 lot# va1clt7, implanted: (B)(6) 2017, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from healthcare provider (hcp). Hcp reported that patient does not have a dislodged or damaged lead, hcp reported that patient does have a open circuit on contact 2 which is not in use.